Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds were leaking. Additional malfunctions include the rexroth valve were sticking, and the tie wraps were leaking.